Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 30, 2007, the lay user/patient contacted lifescan (lfs) UK alleging the one touch ultra meter was set to the incorrect unit of measure. Two days later, the technical service representative (tsr) spoke with the patient to obtain and very information. For an unspecified time period, the reported meter was set to the incorrect unit of measure, mg/dl. During this time period, the patient was unaware of the incorrect unit of measure setting. The patient misinterpreted the meter readings as if they were in the mmol/l unit of measure. On event day and 7:00 pm, the patient experienced the symptom of sleepiness. The patient sat down, and woke up the following day at 2:00 am. The pt did not take any actions. Two days later at 5:00 pm, the pt experienced the symptom of sleepiness and felt "wobbl". The patient did not test her blood glucose level while symptomatic, nor did she take any actions. Prior to the onset of symptoms, the patient had eaten cereal for breakfast, and a sandwich for lunch at 7:00 pm, the patient's son found her in the bathroom, but provided no treatment. The patient's son contacted paramedics. The healthcare professionals tested the patient's blood glucose level to be 2.0 mmol/l (36 mg/dl). The patient was given two unknown injections, and treated with milk, tea, sugar, bread, butter and jam. On two days later in the morning, the patient awoke experiencing the symptom of not being able to get out of bed. The patient stayed in bed till she was able to rise and administer self-care by having a hot drink with sugar. The patient takes novomix insulin 56 units in the morning and 44 units in the evening. The tsr confirmed with the patient that she had not adjusted her insulin doses based on any misinterpreted meter readings, and that she would take these same doses of insulin regardless of her meter readings. The patient also takes the oral diabetes medication metformin twice per day. The patient tests her blood glucose level with meals. The patient's expected blood glucose readings range from 5.0 mmol/l to 9.0 mmol/l (90 mg/dl, 162 mg/dl). The patient did not have a backup meter. The meter was replaced. The patient allegedly experienced three episodes of symptoms suggesting hypoglycemia. Upon one episode, she received emergency medical attention and treatment. The reported meter was set to the incorrect unit of measure, mg/dl and the patient misinterpreted her meter readings. This case is exempt from submitting an adverse event MDR by the remedial action exemption for the one touch ultra meter for problems with inadvertent change in units of measure dated 2005.